Event description:
It was reported that the tip of the guide pin and the drill bit interfered with the nail during use and broke. The tips of both instruments remain in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.